Event description:
Per the clinic, the patient reported pain at implant site, dizziness and fatigue since (B)(6) 2023. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.